Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Was there any adverse patient consequence as a result of this event? --no. 2. It was reported that "suture was prone to breakage" during the procedure. Please clarify whether or not the suture did break. --yes, the suture broke.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was there any adverse patient consequence as a result of this event? 2. It was reported that "suture was prone to breakage" during the procedure. Please clarify whether or not the suture did break. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified.

Event description:
It was reported that the patient underwent a laparoscopic assisted vaginal total hysterectomy, bilateral salpingectomy, pelvic adhesiolysis surgery on (B)(6) 2024 and suture was used. The doctor used suture to suture the patient's incision after surgery. Suture was prone to breakage when suturing the patient's incision. According to the situation where the suture is prone to breakage, the doctor used appropriate force during suturing, ensuring the quality of the incision suturing carefully and meticulously, and regularly monitoring the healing of the patient's incision. No patient consequence was reported. Additional information was requested.